Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, non-sustained right ventricular oversensing (nsvo) due to possible myopotentials was observed. Device reprogramming was recommended to resolve the event. The patient was stable.